Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, it appeared that the sensor wire had broken off. Pt doesn't believe the wire broke off under his skin, reports no concerns and states that "everything is ok".

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.